Event description:
In 2009, the pt underwent an endovascular repair using two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The tag devices were successfully implanted. The physician stated later that he felt a strong resistance when retrieving the gore introducer sheath from the pt's body. After the pt's access site was sutured, the physician noticed that no pulse was felt on the pt's leg. An angiography showed confirmation that the intima of the femoral artery was damaged and broken away. The physician cut down the femoral artery 5cm to surgically remove the peeled intima of femoral artery. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The pt's vessel diameter was 8.6mm and the outer diameter of the 24 fr gore introducer sheath is - 9.2mm. According to the gore introducer sheath instructions for use, ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result.